Event description:
The user facility reports on second day of monitoring, the mpm-1 monitor suddenly stopped monitoring. The hosp staff repeated to pull out and re-insert the 110-4hmt catheter several times, but only the initial screen was shown on the display. Since the distributor could not arrange an alternate mpm-1 for the custom, the catheter is being returned for eval.